Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that balloon ruptured at 12 atm and was removed per usual without any problem. The procedure was completed with another of the same device. There was no reported patient problem.